Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "system error 3 - controller failure - power cycle same alarm'. Additional information states the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "system error 3" alarm was confirmed upon field service. The customer returned the ac3 pump assembly for investigation, the returned pump assembly passed visual and functional test specifications during complaint investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "system error 3 - controller failure - power cycle same alarm'. Additional information states the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".